Event description:
Cook (B)(4) reported for the customer. "Two day after port case very well, in order to injection the chemotherapy. The staff has checked the catheter location. But the catheter was broken in her body. So the staff has re-operated." Unk.

Manufacturer narrative:
(B)(4). One petite vital port was returned with a catheter lock and two length of catheter (approx 7 cm and approx 19 cm) portion of catheter was returned attached to the vital port along with a catheter lock. Each catheter length was tested for flow, and the 19cm portion was occluded. A nick was noted on the silicone sleeve surrounding the catheter lock. There were no lengths the suture holes had been used. A measurement of the catheter determined the catheter was manufactured to specification. A visual inspection revealed a jagged leakage with no signs of wear or burnishing. Due to the lack of burnishing and wear, it appears the catheter fractured quickly, which is reported by the separation of four days between implant and explant. Images obtained from the customer show a sharp angle at the approximate location of the fracture. This sharp bend in conjunction with the unused suture holes, which limit movement of the port so as to reduce longitudinal force. Could place a strain on the catheter leading to fracture. There is no indication the device was not manufactured to specification.